Event description:
On ipp device was implanted on 11/3/82. The cylinders were revised on 3/10/88. The entire device was removed and replaced on 12/7/95. Info received on 10/8/96 indicates pt alleges that he experienced mechanical difficulties. A revision surgery has not been determined at this time. Add'l lot/ser no: bi342 007.